Event description:
Reportedly, for a patient included in calliope study, at the follow-up on (B)(6) 2024, after exportation of the technical analysis, it appears that files name are reversed: indeed when open cso file from 09:57:58 which is supposed to be the first file (at interrogation of the pacemaker), all the new measurement are saved, and when open file from 09:59:52 which is supposed to be the last file (at the end of follow-up) all the rv measurement are dated from the last follow-up (in 2023).

Manufacturer narrative:
The provided data could not allow the investigation of the reported issue. Detailed log files should have been provided to find the cause of the reported issue. The reported issue occurred when reviewing the in-clinic follow-up data of the implantable device alizea dr s/n (B)(6) -at 9h57 on 5 december 2024, the electrical measurements are all displayed with the date ¿5 december 2024¿. -at 9h59 on 5 december 2024, some electrical measurements are displayed with the date ¿5 december 2024¿, some are displayed with the dates of 20 october 2023 and 30 november 2023. The cause of the change of the dates could not be verified and confirmed since the log files of the programmer were not provided. One hypothesis could be done: the date of the subject programmer was not accurate when the second record was saved: the date of the latest ventricular impedance and ventricular threshold measurements could be later than the current date of the tablet used to perform the in-clinic follow-up. This case is retained and utilized for trend purposes.

Event description:
Reportedly, for a patient included in calliope study, at the follow-up on (B)(6) 2024, after exportation of the technical analysis, it appears that files name are reversed: indeed when open cso file from 09:57:58 which is supposed to be the first file (at interrogation of the pacemaker), all the new measurement are saved, and when open file from 09:59:52 which is supposed to be the last file (at the end of follow-up) all the rv measurement are dated from the last follow-up (in 2023).